Event description:
The facility sent an infusion pump in for service where a failure code 500 occurred during service testing. Additional contact information was requested but no additional contact was identified. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.